Event description:
Depuy, johnson & johnson, pinnacle hip replacement failing, unable to walk, sit, sleep, or function without severe pain and/or disability in right hip. After 2 years of healing for the first 2 hip replacements (both pinnacle) (depuy), I had terrible stomach problems. Also, had hiatal hernia in throat. I was sick for about 1 year before getting it under control a colonoscopy revealed a form of aggressive colitis that ate away at my large intestines. Also had ibs - irregular bowel syndrome. Was tired, ached all over and had to use inhaler, began to have more anxiety, hot flashes, knee pain on right leg, skin rashes on face and arms mainly. Eventually could not walk due to increased pain in right hip due to defective part and metal poisoning. Revision was done (B)(6) 2011. After 1st replacement and within 2 years time, I had the following health problems: tired all the time, anxiety, depression, stomach problems: colitis, hiatal hernia, ibs. Skin rashes/inflamed skin on face and body, hair loss on scalp and eyebrows, eyelashes came out. Numbness in hands and feet after sleeping or sitting awhile. Now (or presently) going to outpatient physical therapy twice a week - on-going.